Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced syncope. In (B) (6) 2003, the 60% stenosed target lesion was located in the proximal circumflex artery. The reference vessel diameter was 3.0mm and the lesion length was 20.0mm. A taxus express 2 3.0x20mm stent was implanted due to suboptimal results after planned brachytherapy treatment of the target lesion. In (B) (6) 2008, the patient presented with near syncope treated conservatively with medication and hospitalization. A CT scan of the brain showed small vessel disease without any acute intra cranial process. In (B) (6) 2008, the patient presented with worsening acute onset syncope which was not associated with chest pain. The patient was admitted with a diagnosis of congestive heart failure. The patient was treated medically and discharge five days later on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.